Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory and power cable disconnect alarms was confirmed via analysis of the log files; however, the alarms did not reproduce the heartmate 3 system controller (serial number: (B)(4)). The submitted log file and the log file downloaded from the returned controller. The log files contained approximately 4 days (28oct2022 ¿ 02nov2022 per the timestamp). Power cable disconnect and low voltage hazard alarms activated throughout the log file due to the relative state of charge (rsoc) voltages fluctuating below the low voltage threshold while connected to the mobile power unit (mpu); the alarms were observed on both power cables. Low voltage advisory alarms not associated with regular battery depletion also activated throughout the log file due to the bus voltage on the black power cable dropping below the low voltage threshold while connected to a 14v battery. The atypical alarms resolved when the voltage returned to the appropriate range. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned controller was connected to a mock circulatory loop and functionally tested with a test power module and the controller operated the pump at the set speed without any issues or atypical alarms produced, including when the power cables were manipulated by hand. Evaluation of the power cables did not reveal any issues that would have resulted in the reported alarms. The controller functioned as intended during testing. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 28feb2022. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (rev. D) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having low voltage alarms. There was an issue with the white power cable while attempting to use the mobile power unit (mpu). The patient performed a controller exchange at home after they were unable to resolve the alarm. Log file review confirmed that the controller was connected to the mpu at 1:03 am on (B)(6) 2022. Unusually low rsoc values were recorded. The patient switched back to battery power and the recorded voltages and rsoc values were as expected. The data reflected the patient switching between mpu and battery power multiple times, and later recorded voltage issues while connected to battery power. It was additionally reported that the patient had no external power alarms on (B)(6) 2022. The alarm presented when one power lead was disconnected from battery power or while manipulating the power leads while both were connected to battery power. The alarms resolved when the clips were exchanged.